Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: (B)(4): patient was implanted with 10 mm ti cannulated tibial nail-ex on (B)(6) 2012. Report of an adverse event: patient has slow bone healing, current treatment; none. This event did not require medical / surgical intervention. This is 1 of 1 report.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.